Manufacturer narrative:
Concomitant medical products: product ID: 5592-45 lead implanted: (B)(6) 2002, product ID: 5092-52 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to pocket erosion. No further patient complications have been reported as a result of this event.